Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will eval it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
Pt called lfs and alleged that her meter was only prompting an error 4 message. She reported that she was using the correct technique and the test strips were in good condition. The issue was not resolved with troubleshooting. The pt reported that she did not receive any medical attn. Based on the info provided, there is no evidence of a meter malfunction, nor is there evidence of a serious injury. A replacement is being sent to the pt.